Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from november 24, 2020 - december 1, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) 10 ml had incomplete infusion as there was some residue remaining. The device was filled with cefepime in 240ml 0.9% sodium chloride. The issue was identified after use. There was no patient injury or medical intervention associated with this event. No additional information is available.